Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument plastic around the tip broke off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed. The instrument was found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.065" x 0.108" in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.